Event description:
After the lead was implanted the doctor checked the lead position via x-ray. It was not at the targeted position. The lead was pulled out and found to be bent near electrode 0. The operation was completed with a new lead.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Final device analysis for the lead revealed at the distal end the stylet coil was perforated by the stylet. The stylet was pushed thru the conductor coils at the #0 electrode.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.